Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data. Impedance - high resistance/impedance. Weekly pace lead impedance trend data shows high impedance for min and max ventricular pace bi impedance = 3971 to 4047 ohms range between (B)(6) 2010 and (B)(6) 2011.

Event description:
It was reported that the ventricular lead had high pacing lead impedance and no capture. It was also reported that during device replacement the lead impedance remained with the analyzer high but threshold was good, so the physician decided to keep the lead and replace the device. No further patient complications have been reported as a result of this event.